Manufacturer narrative:
A steris field service technician arrived onsite, inspected their system 1 express unit, and was unable to identify any issue with the unit. All cycles had passed and there were no alarms. The technician then inspected the sterilant cup and saw evidence of damage. The damage evidenced by the cups was indicative of improper use; most likely incurred by shoving the sterilant cup into the unit causing the sides to dent. Additionally, the technician observed that the user facility staff was not consistently placing the aspirator probe into the cup correctly. Section 7 of the system 1 express' operator manual states, "with the palm of one gloved hand resting on the sterilant container, gently push down on the container using firm, even pressure until it is seated and its top is flush with the tray. To avoid damaging the container, never slam the container into the sterilant compartment." An illustration of the correct position of an aspirator probe is included and indicates the aspirator probe should be inserted directly downward and not at an angle. Section 7 also states, "carefully inspect the carton containing the s40 sterilant concentrate for evidence of damage or expiration. Note: if the sterilant carton is damaged or expired do not use the container; refer to the package insert for s40 sterilant concentrate or section 3 of this manual for disposal instructions for partially filled, leaking, damaged, or expired containers and the required use of additional personal protective equipment (ppe)." The technician has conducted in-service training regarding proper use and operation of the system 1 express and sterilant cups. No additional issues have been reported.

Event description:
The user facility reported that residual sterilant remained in the s40 cup after processing a scope in the system 1 express. The scope was reprocessed prior to use in a patient procedure. No report of injury; however, a procedural delay was reported due to the reprocessing activities.